Event description:
During a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. The physician advanced the stent to the 65% stenosed lesion in the non tortuous, mildly calcified circumflex (cx) artery. While trying to advance the stent, the shaft broke. No patient complications were reported. Patient status is satisfactory.

Event description:
The lesion was predilated with a 3.0x20mm maverick2 balloon. While trying to deliver the stent, the stent delivery system broke mid shaft. The entire stent delivery system, including the stent were removed from the patient.